Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: dbs-linear leads, upn: db-2202-45, model: db-2202-45, serial: (B)(4), batch: 7095900.

Event description:
It was reported that the patient experienced a decline in mental state and an infection after the implant procedure. A magnetic resonance imaging (MRI) was taken and came back negative for stroke. A culture was performed and a bacterium, propionibacterium acnes, was found on the deep brain stimulation (dbs) leads. The physician elected to explant the device. The patient is doing well postoperatively and was treated with antibiotics. The explanted devices will not be returned for analysis as they were retained by the medical facility.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: dbs-ipg-r-MRI, upn: m365db12160, model: db-1216, serial: (B)(6), batch: (B)(6). Product family: dbs-extension, upn: m365nm3138550, model: nm-3138-55, serial: (B)(6), batch: (B)(6). Product family: dbs-extension, upn: m365nm3138550, model: nm-3138-55, serial: (B)(6), batch: (B)(6).

Event description:
It was reported that the patient experienced a decline in mental state and an infection after the implant procedure. A magnetic resonance imaging (MRI) was taken and came back negative for stroke. A culture was performed and a bacterium, propionibacterium acnes, was found on the deep brain stimulation (dbs) leads. The physician elected to explant the device. The patient is doing well postoperatively and was treated with antibiotics. The explanted devices will not be returned for analysis as they were retained by the medical facility. Additional information was received that the patient exhibited cognitive impairment and an altered mental state as a result of an infection. The patients dbs implantable pulse generator (ipg) and lead extensions were also explanted. The explanted devices were discarded by the medical facility.